Event description:
It was reported an issue with monosyn suture. The client reported that the thread and needle detached in primary package. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Initially reported needle detachment before use. Afterwards, the complaint was changed to empty primary package. H6 data uptaded accordingly. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 3 open samples and 1 closed with only the outer package (aluminimun pack), there is no racepack or suture inside. Upon internal investigation, it was determined that this defect occurred during the manufacturing process. Personnel mistakenly recovered some empty aluminium packages that had previously rejected and were packed in the box and delivered to the market. This was a punctual error and only a few units could have been affected. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.